Manufacturer narrative:
Manufacturing site evaluation: on going.

Event description:
Country of complaint: (B)(6) it has been reported that during an l5/s plif procedure; two cages were placed. After insertion of the cage, it was noticed that the insertor was loose. The cage was removed and was found to be broken. All pieces were accounted for, no broken pieces remain in the body. The operation was completed using a new cage.

Manufacturer narrative:
Investigation: from the location of the fracture it can be assumed that the cage was inserted to at least half its length. It appears as if the instrument was levered. It can also not be determined if the disc space was sufficiently prepared or if the cage was too large for the disc space. Batch history review: the manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication of a manufacturing error or material defect. Conclusion and root cause: the most likely root cause of the failure is user error. Rational: the failure rate is low. There is no indication of a systematic error. No CAPA is necessary.